Manufacturer narrative:
The results / method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the rv lead was explanted and replaced due to an elevated pacing threshold. The patient was recovering.

Manufacturer narrative:
Analysis was normal. No anomalies were found.